Event description:
A peritoneal dialysis pt called and reported a large drain volume during treatment. A f/u call was made to the peritoneal dialysis nurse who reported no adverse pt event due to the large drain volume. Drain 2. Fill 2586, drain 1872. Fill 2586, drain 2326. Fill 2586, drain 2440. Fill 2586, drain 5049. The reported drain volume of 5049 was 196% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.